Event description:
The customer called to report problems with high blood glucose levels since noon. The customer's blood glucose reading was 388 mg/dl at the time of the call. The customer had treated with a pen, but her blood glucose levels remained elevated. The paramedics were called to the customer's home for assistance. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.